Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an umbilical hernia coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The caregiver reported the cause was related to weakening of the muscle with the placement of the pd catheter and the patient had been coughing a lot lately: however this was not confirmed as the cause. It was reported the patient was hospitalized for the event and discharged four days later. It was unknown if the hernia was present prior to the start of pd therapy. It was reported the hernia was worsened with pd therapy. Treatment for the event was an umbilical hernia repair. At the time of this report the patient is recovering from this hernia event. Two days after receipt of this report, pd therapy was discontinued. The following day hemodialysis was started. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.